Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier, age or date of birth, and weight not available for reporting. Date infection began is not known. (B)(4). Date of implant reported as (B)(6) 2017. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery sometime in (B)(6) 2017 for (orif) open reduction internal fixation for treatment of an ankle fracture. Patient was implanted with one (1) 3.5mm locking compression plate 6 hole/ 77mm, one (1)3.5mm locking compression plate 8 hole/103mm and six (6) 3.5mm cortical screws of unknown lengths at the left tibia bone. On an unknown date, post-operative, patient presented with an infection. On (B)(6) 2017, surgeon removed all implants. No other internal fixation devices were re-implanted. No fragments were generated during implant removal. All implants have been retained by the hospital. Revision surgery was completed successfully with no time delay. Patient is reported in stable condition. This report is for one (1) 3.5mm lc-dcp plate. (B)(4).